Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a meta-tan nail procedure involving a contralateral femur and tibia fractures, while working on the tibia, at the very end of the nail procedure. The surgeon was attempting to remove the guide bolt wrench from the insertion handle and discovered it was incredibly stuck. Using a lever through the t-handle, the scrub tech attempted to remove the guide bolt with more torque when the ball hex head of the guide bolt wrench sheared off, flush within the insertion handle. The sheared ball hex was unable to be cleared from the insertion handle. The surgeon elected to remove all screws and the nail, and redid the entire procedure, which caused a extreme delay in completing the fixation of the tibia. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed that the rounded tip of the wrench is fractured off. The fractured piece was not returned. The device shows scratches and wear from use. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed a similar event for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Additional information: d9.